Manufacturer narrative:
H6: device code 2017 clarifier: against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.0x30mm mini trek balloon dilatation catheter (bdc) was advanced into a 7fr guide catheter, however, the balloon met resistance with the guiding catheter and became stuck. When the physician removed the balloon with force, the balloon became separated from the hypotube. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional analysis were performed on the returned device. The reported separation was confirmed. The reported difficulty advancing and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that force was required in the attempt to remove the device from the guiding catheter which likely resulted in the reported separation. It should be noted that the coronary dilatation catheters (cdc), trek and mini trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported shaft separation; however, an in-service is not required for the account given the clinical situation. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty advancing and removing the device from the guiding catheter is related to a potential product quality issue. Additionally, the reported separation appears to be related to user error/operational context as difficulty was reported during the removal, force was required in the attempts to remove the device and the shaft ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.